Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, leading to the resolution of the issue. The customer was advised to continue using the pump and to call back if the malfunction recurs, which they acknowledged and understood.